Manufacturer narrative:
According to the info provided to the MFR, the explanted lvad was disposed of by the hospital. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad) and also required an rvad for right heart support. The vad coordinator reported the pt was referred to the doctor for a mitraclip procedure for severe mitral regurgitation. The pt was hight risk for surgery; therefore, the procedure was done in the catheterization lab. The pt's anterior mitral leaflet was ruptured during the procedure and the pt was taken to the operating room (or) for an emergent repair. The pt remained critically ill and expired from progressive heart failure (hf).